Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, the patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (pegj) tube. After an unspecified period of time, excessive bleeding at stoma site was noted. In (B)(6) 2016, the patient was hospitalized for 2 weeks and the patient was diagnosed to have stomach ulcer. Patient was treated with lansoprazole. Patient¿s red blood cell (rbc) count was 2.6 million/mcl. The patient had the pegj tube replaced. A new stoma site was created. The stoma site drainage and bleeding stopped and stomach ulcer was healed. The cause of stomach ulcer is not known.